Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient was implanted with a pacemaker and died the next day. The "cause of death is not clear but suspected mi." There is no allegation from a health care professional that the death was device related.

Event description:
It was reported the patient was implanted with a pacemaker and died the next day. The "cause of death is not clear but suspected mi." There is no allegation from health care professional that the death was device related. Follow up later reported the pacemaker was a biotronik device.